Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2019-may-07. It was reported that the patient had a refill on (B)(6) 2019 and then within about 30 minutes, had minor slurred speech. On (B)(6) 2019, the patient's symptoms became more significant and was admitted to the hospital. They reportedly felt that the patient was dehydrated and the patient was sent home on (B)(6) 2019. The patient then became unresponsive and 911 was called and the patient was brought back to the hospital. The rep was not aware of the pump being turned down/off, but there were logs on (B)(6) and (B)(6) that they couldn't account for. The logs seemed to match the report from the patient about someone turning the pump down or off. The patient was back on the dose of approximately 70 mcg/day at 500 mcg/ml of morphine and was doing better. The patient's healthcare provider wanted to troubleshoot the pump. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8835, serial/lot #: (B)(4), UDI#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that the patient was sick and was in the hospital.. The patient stated that they were "out of it". The patient reportedly kept passing out and their oxygen went down to 70. When the patient got to the hospital, the hospital staff informed the patient that they had a morphine overdose. As a result, "both parts" of the pump were shut off. The patient confirmed that they were hospitalized (B)(6) 2019. The patient noted that they had a refill on (B)(6) 2019 and they started slurring their words. The patient wasn't aware of anything happening during the refill. According to the patient, they did not feel anything "cold" when the medication was put in, "it just kinda bloomed from there". The patient did not know they were falling asleep, though the clinic staff couldn't wake the patient up. The patient also noted that they began experiencing restless legs on (B)(6) 201, stating that they could not control their legs as they jerked "so hard". The patient also reported a "pa disabled" code on the ir personal therapy management programmer (ptm). The patient noted that the day that they were released from the hospital a medtronic representative visited and stated that the pump was programmed for a continuous dose of medication. However, the patient was told they were going to "leave the bolus off" until the patient saw their healthcare provider (hcp) on (B)(6) 2019. The patient questioned how they would know if the ptm was working as the ptm "won't do anything". The code was unresolved at the time of the report. When asked about the dose/concentration of the medication in their pump, the patient stated that "it was like 10.9 something¿something was". One was 70 point something. Somebody said the papers from the hospital said that it was turned from 70 down to 3. They said that's an awful drop". No out of box failures were reported. No medical or therapy problems associated with small parts were reported. No further complications were reported.